Event description:
It was reported by a neurologist that a vns pt developed vocal cord paralysis after vns implant surgery. The vocal cord paralysis was diagnosed by an ent physician. The vns device has not been turned on yet and the pt is able to whisper leading the physician to believe that only one of the vocal cords is paralyzed.